Event description:
Customer called to report an occlusion in the reservoir of the insulin pump. Customer stated that during the fill tubing process drops were not coming out properly. Customer's blood glucose reading was 98 mg/dl. No significant events leading to the alarm were observed. Replacement product is being sent.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.